Event description:
It was reported that during a procedure to treat a lesion in the tibial artery, an attempt was made to deploy the 4 x 30 x 135 xpert stent. The stent was partially deployed; however, the device stopped turning and the stent could not be completely deployed. The entire system was removed and a new xpert stent was deployed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence estimated. Evaluation summary: the device was returned for analysis. The difficulty deploying the stent was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.